Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified that the o-ring is displaced on the end that connects to the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the air is leaking from the end of the hose. This was detected during the product control. Product brand new, never used.